Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory dried body fluid/blood in lumen of the lead. Visual inspection noted foreign material likely an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction. Laboratory analysis confirmed the allegation by wire insertion difficulty due to foreign material in the lead lumen.

Event description:
Boston scientific received information that during the implant this lead had to be repositioned due to the patient anatomy. After the third attempt the lead was taken outside the body and the lead was flushed. It was noted that the guidewire would not go through the lead thus the lead not used and returned. No adverse patient effects were reported.